Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump alarmed and displayed ¿infusion complete¿ at the expected time however the medication bags remained full. The pump was linked to the epic emr system and epic did not update as it normally would have. The medication was placed on another set of devices without complications. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an under infusion was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log confirmed that the pump module was not in use on the reported event date of 7 march 2018. The final infusion recorded for the pump module occurred on (B)(6) 2018 at 4:09 pm; it was not attached to the returned pcu at that time and instead was attached to another pcu. During that infusion the pump module infused at a rate of 100ml/hr with a vtbi of 787.9ml and was powered off approximately five hours later. No infusion complete-kvo alerts occurred during this infusion. Review of the pump module event log confirmed 3 instances where infusion complete-kvo alerts occurred, on (B)(6) 2018 at 3:01 am and 3:03 am, and on (B)(6) 2018 at 7:14 pm. Rate accuracy testing was performed and the device was found to be infusing within specifications. The root cause of the customer¿s report of an under infusion was not determined.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The channel did not infuse primary carrier or secondary fluids. The medication was placed on another set of devices without complications.

Event description:
Biomed findings on the pump module stated on (B)(6) 2018, using asm, the pm failed at patient side occlusion-door open. The unit failed the pm 3 different times with the same error. Ail kit should be replaced to complete the pm but will turn unit over to risk due to rl. Biomed findings on the pcu on (B)(6) 2018 stated that using asm, the pm was completed and passed.